Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2016-00818 / 00820).

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date in 1992. Subsequently, the patient was revised on (B)(6) 2016 due to wear of the polyethylene liner. All components were removed and replaced. During the procedure, two liners would not seat in the cup, resulting in a 45 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Deformation of the device was noted. A conclusive root cause of the event could not be determined. Corrective action has been initiated to address the reported issue.